Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter was reading inaccurately erratic. The complaint was classified based on customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy occurred on an unspecified date during (B)(6) 2017. At this time the patient obtained blood glucose results of ¿181, 169 and 125mg/dl¿ with the subject meter over 20 minutes apart. The patient manages their diabetes with metformin (x2 500mg per day) and glucoside (x2 10mg per day) and did not state whether or not they had made any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient stated that an unspecified period of time later they developed the symptom of ¿shakiness¿, however, denied receiving any form of treatment as a result of the alleged product issue. At the time of troubleshooting the cca noted that the correct unit of measure was set on the subject meter and an approved sample site was used to obtain the alleged inaccurate results. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after obtaining allegedly inaccurate erratic results with the subject meter.